Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 132mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No battery out limit alarm. Insulin pump received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.